Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were unable to clear a no delivery alarm. The customer also reported receiving a weak battery alarm on the insulin pump. Customer also reported a rewind anomaly on the insulin pump. The customer stated they were prompted to rewind the insulin pump after a no delivery alarm. The customer also reported the issue occurred every two weeks. The customer's blood glucose was 159 mg/dl. The customer declined to return the insulin pump for analysis.